Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 23-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself') and device dislocation ('fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelciv') in an adult female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 2 (1 child orn in 1997 and 1 child born in 1999). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom"). On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), intermenstrual bleeding ("bleeding outside of menstrual periods"), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), intervertebral disc disorder ("problem with vertebrae l4/l5"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), eczema ("eczema") with erythema, flatulence ("gas") and procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"). The patient was treated with beta blocking agents and surgery (curettage and cauterization; partial hysterectomy and exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec). On (B)(6) 2014, the device dislocation outcome was unknown. At the time of the report, the menometrorrhagia, intermenstrual bleeding, loss of libido, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence and asthenia outcome was unknown. The reporter considered abdominal distension, arthralgia, asthenia, device dislocation, dry skin, eczema, fatigue, flatulence, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, poor quality sleep, presyncope, procedural pain and tendon pain to be related to essure. The reporter commented: the essure insertion operation took place on (B)(6) 2009, without anesthesia. The operative report does not mention any notable particularity. The patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on (B)(6) 2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on (B)(6) 2013 ( despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. The operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: no abnormality; on (B)(6) 2018: revealed the presence of a single essure implant on the left, latero-pelvic. Biopsy - on an unknown date: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. Cytology - on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis.. Magnetic resonance imaging - on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Ultrasound pelvis - on (B)(6) 2013: no abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2022: information from duplicate case (B)(4) (medwatch 3500a mrf number: 2951250-2022-00234) has been transferred to this present case, including reporter, medical history, lab data, post procedural pain, , asthenia, heavy menstrual bleeding updated to menometrorrhagia, reporter causality updated, stop date added, as amendment device dislocation into abdominal cavity (serious incident) was added as event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 05-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of menometrorrhagia ('haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself') and device dislocation ('fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelciv') in an adult female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (1 child orn in 1997 and 1 child born in 1999) and dermatitis due to metals. On 9-feb-2009, the patient had essure inserted. In june 2009, the patient experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom"). On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), intermenstrual bleeding ("bleeding outside of menstrual periods"), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), intervertebral disc disorder ("problem with vertebrae l4/l5"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), eczema ("eczema") with erythema, flatulence ("gas") and procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"). The patient was treated with beta blocking agents and surgery (curettage and cauterization; partial hysterectomy and exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec). On 4-sep-2014, the device dislocation had resolved. At the time of the report, the menometrorrhagia, intermenstrual bleeding, loss of libido, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence and asthenia outcome was unknown. The reporter considered abdominal distension, arthralgia, asthenia, device dislocation, dry skin, eczema, fatigue, flatulence, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, poor quality sleep, presyncope, procedural pain and tendon pain to be related to essure. The reporter commented: the essure insertion operation took place on 09-feb-2009, without anesthesia. The operative report does not mention any notable particularity. The patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on 08-feb-2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on 11-feb-2013 ( despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. The operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 02-feb-2012: no abnormality; on 05-jan-2018: revealed the presence of a single essure implant on the left, latero-pelvic. Biopsy - on an unknown date: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. Cytology - on 02-feb-2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis.. Magnetic resonance imaging - on 21-mar-2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Ultrasound pelvis - on 27-jun-2013: no abnormality. Lot number: 628313. Manufacture date: 2008-10. Expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-apr-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 26-apr-2022. This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself') and device dislocation ('fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration') in a 38-year-old female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (1 boy orn in 1997 and 1 girl born in 1999) and dermatitis due to metals. On 9-feb-2009, the patient had essure inserted. In june 2009, the patient experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). On 2-feb-2012, the patient experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), intervertebral disc disorder ("problem with vertebrae l4/l5"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), eczema ("eczema") with erythema, flatulence ("gas"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain"), neck pain ("after fracture of one essure, onset of cervicalgia") and insomnia ("insomnia"). The patient was treated with beta blocking agents and surgery (curettage and cauterization; partial hysterectomy, vaginal hysterectomy and exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec). Essure was removed on 24-sep-2013. On 4-sep-2014, the device dislocation had resolved. At the time of the report, the menometrorrhagia, intermenstrual bleeding, loss of libido, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence, asthenia, myalgia, back pain, neck pain and insomnia outcome was unknown. The reporter considered abdominal distension, arthralgia, asthenia, back pain, device dislocation, dry skin, eczema, fatigue, flatulence, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, myalgia, neck pain, poor quality sleep, presyncope, procedural pain and tendon pain to be related to essure. The reporter commented: the essure insertion operation took place on 09-feb-2009, without anesthesia. The operative report does not mention any notable particularity. The patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on 08-feb-2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on 11-feb-2013 ( despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. Laparoscpy on 04-sep-2018 the operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On 27-sep-2019: discal hernia and cruralgia. On 12-sep-2021: MRI of the pelvis: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. Mineralogical analysis on 12-sep-2021 :analysis of a uterine tube biopsy revealed the presence of inorganic particles: 17 tin compounds (compo sn), 7 calcium phosphate (pca), 4 calcium phosphate+ iron (pcafe), 3 steel (fecrni), 2 aluminosllicate (siai), 2 calclum oxide (cao), 2 sodium phopshate (napk), 1 tin metal (sn), 1 tin+silver (snag) and the silver compound (compo ag). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 02-feb-2012: no abnormality; on 05-jan-2018: revealed the presence of a single essure implant on the left, latero-pelvic. Biopsy - on an unknown date: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant.. Cytology - on 02-feb-2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis.. Magnetic resonance imaging - on 02-feb-2012: pelvic MRI unremarkable; on 21-mar-2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Ultrasound pelvis - on 02-feb-2012: unremarkable; on 27-jun-2013: no abnormality; on 05-jan-2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint. Lot number: 628313.manufacture date: 2008-10. Expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 14-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself") and device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. The patient had a medical history of dermatitis due to metals, parity 2 (1 boy orn in 1997 and 1 girl born in 1999) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), intervertebral disc disorder ("problem with vertebrae l4/l5"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), eczema ("eczema") with erythema, flatulence ("gas"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain"), neck pain ("after fracture of one essure, onset of cervicalgia") and insomnia ("insomnia"). The patient was treated with beta blocking agents as well as surgery (curettage and cauterization; partial hysterectomy, vaginal hysterectomy and exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec). Essure was removed. On (B)(6) 2014, the device dislocation had resolved. The outcomes for menometrorrhagia, intermenstrual bleeding, loss of libido, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence, procedural pain, asthenia, myalgia, back pain, neck pain and insomnia were unknown. The reporter considered abdominal distension, arthralgia, asthenia, back pain, device dislocation, dry skin, eczema, fatigue, flatulence, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, myalgia, neck pain, poor quality sleep, presyncope, procedural pain and tendon pain to be related to essure administration. The reporter commented: the essure insertion operation took place on (B)(6) 2009, without anesthesia. The operative report does not mention any notable particularity. The patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on (B)(6) 2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on (B)(6) 2013 ( despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. Laparoscpy on (B)(6) 2018 the operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: discal hernia and cruralgia. On (B)(6) 2021: MRI of the pelvis: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. Mineralogical analysis on (B)(6) 2021 :analysis of a uterine tube biopsy revealed the presence of inorganic particles: 17 tin compounds (compo sn), 7 calcium phosphate (pca), 4 calcium phosphate+ iron (pcafe), 3 steel (fecrni), 2 aluminosllicate (siai), 2 calclum oxide (cao), 2 sodium phopshate (napk), 1 tin metal (sn), 1 tin+silver (snag) and the silver compound (compo ag). Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: no abnormality; on (B)(6) 2018: revealed the presence of a single essure implant on the left, latero-pelvic. [Biopsy] (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. [Cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. [Ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint. Lot number:628313, manufacture date: 2008-10, expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 14-apr-2022: the follow information were include consumer's reporter updated, lawyer's reporter, patient's information updated, lab data, metrorrhagia added to previous event bleeding outside of menstrual periods, onset date added to intermenstrual bleeding, localised muscle pain, lumbar pain, cervicalgia. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 12-jul-2022. This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself'), device dislocation ('fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration') and embedded device ('hysterectomy was performed for removal of the second essure on the left side which was in the miometrium') in a 38-year-old female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy with contraceptive device". The patient's medical history included multigravida, parity 2 (1 boy born in 1997 and 1 girl born in 1999) and dermatitis due to metals. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). On (B)(6) 2012, the patient experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"), 2 years 11 months after insertion of essure. On (B)(6) 2017, the patient underwent medical device removal ("the patient underwent salpingectomy for removal of left essure insert"). On an unknown date, the patient experienced menometrorrhagia (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), device expulsion ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), intervertebral disc disorder ("problem with vertebrae l4/l5"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), eczema ("eczema") with erythema, flatulence ("gas"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain"), neck pain ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), dyspareunia ("dyspareunia"), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea"), abdominal discomfort ("discomfort in abdomen and pain"), abdominal pain ("discomfort in abdomen and pain"), headache ("cephalalgia, and occipital cephalalgia"), polymenorrhoea ("two menstrual cycles per month"), illness ("ill-being"), stress ("stress"), anxiety ("anxiety"), pudendal canal syndrome ("bilateral neuralgia of pudendal canal") and allergy to metals ("the patient was diagnosed with nickel allergy") and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with beta blocking agents and surgery (curettage and cauterization; partial hysterectomy, vaginal hysterectomy, essure on the left side was removal via hysterectomy and exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec). Essure was removed on (B)(6) 2013. On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the menometrorrhagia, embedded device, device expulsion, loss of libido, intermenstrual bleeding, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence, asthenia, myalgia, back pain, neck pain, insomnia, dysmenorrhoea, abdominal discomfort, abdominal pain, headache, polymenorrhoea, illness, stress, anxiety, pudendal canal syndrome, medical device removal, allergy to metals and pregnancy with contraceptive device outcome was unknown and the dyspareunia and urinary incontinence had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, flatulence, headache, illness, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, medical device removal, menometrorrhagia, migraine, myalgia, neck pain, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure. The reporter commented: the essure insertion operation took place on (B)(6) 2009, without anesthesia. The operative report does not mention any notable particularity. The patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on (B)(6) 2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on (B)(6) 2013 ( despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. Laparoscpy on (B)(6) 2018 the operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: discal hernia and cruralgia. On (B)(6) 2021: MRI of the pelvis: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. Mineralogical analysis on (B)(6) 2021: analysis of a uterine tube biopsy revealed the presence of inorganic particles: 17 tin compounds (compo sn), 7 calcium phosphate (pca), 4 calcium phosphate+ iron (pcafe), 3 steel (fecrni), 2 aluminosllicate (siai), 2 calclum oxide (cao), 2 sodium phopshate (napk), 1 tin metal (sn), 1 tin+silver (snag) and the silver compound (compo ag). On (B)(6) 2021 was reported on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert which was in the myometrium. Essure removal data on the left side was discrepancy (B)(6) 2013 or (B)(6) 2017. Verdict provided by the court: the court assessed that there was a causal relationship between essure and the events reported by the patient. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: no abnormality; on (B)(6) 2018: revealed the presence of a single essure implant on the left, latero-pelvic. Biopsy - on an unknown date: the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant.. Cytology - on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis.. Magnetic resonance imaging - on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome. Ultrasound pelvis - on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint. Lot number:628313, manufacture date: 2008-10, expiration date: 2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the consumer, regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-jul-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 10-oct-2017. The most recent information was received on 06-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("hemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself"), device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration") and embedded device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. Other product or product use issues identified: complication of device removal ("the patient underwent salpingectomy for removal of left essure insert" on (B)(6) 2017) and device ineffective ("pregnancy with contraceptive device"). The patient had a medical history of dermatitis due to metals, parity 2 (1 boy born in 1997 and 1 girl born in 1999) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine headache ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), device dislocation into abdominal cavity (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), partial expulsion of device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), lack of libido ("lack of libido"), swollen abdomen ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor sleep ("poor sleep"), tendon pain ("intense pain in tendon"), painful hips ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), activities of daily living impaired ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), lumbar disc disease ("problem with vertebrae l4/l5"), vagal reaction ("vagal malaise"), dry skin ("extra dry skin"), eczema ("eczema") with erythema, gas ("gas"), post procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), localised muscle pain ("after fracture of one essure, onset of muscular pains in hips"), lumbar pain ("after fracture of one essure, onset of lumbar pain"), cervicalgia ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), dyspareunia ("dyspareunia"), urinary incontinence ("urinary incontinence"), dysmenorrhea ("dysmenorrhea"), discomfort abdominal ("discomfort in abdomen and pain"), abdominal pain ("discomfort in abdomen and pain"), hemicephalalgia ("cephalalgia, and occipital cephalalgia"), frequent periods ("two menstrual cycles per month"), illness ("ill-being"), stress ("stress"), anxiety ("anxiety"), pudendal neuralgia ("bilateral neuralgia of pudendal canal"), nickel sensitivity ("the patient was diagnosed with nickel allergy") and pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with beta blocking agents as well as surgery (curettage and cauterization; partial hysterectomy, vaginal hysterectomy, exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec and essure on the left side was removal via hysterectomy). On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the dyspareunia and urinary incontinence had not resolved. The outcomes for menometrorrhagia, embedded device, device expulsion, loss of libido, intermenstrual bleeding, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence, asthenia, myalgia, back pain, neck pain, insomnia, dysmenorrhoea, abdominal discomfort, abdominal pain, headache, polymenorrhoea, illness, stress, anxiety, pudendal canal syndrome, allergy to metals and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, fatigue, flatulence, headache, illness, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, myalgia, neck pain, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure administration. The reporter commented: the essure insertion operation took place on (B)(6) 2009, without anesthesia. The operative report does not mention any notable particularity. The patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on (B)(6) 2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on (B)(6) 2013 ( despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. Laparoscpy on (B)(6) 2018 the operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: discal hernia and cruralgia. On (B)(6) 2021: MRI of the pelvis: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. Mineralogical analysis on (B)(6) 2021 :analysis of a uterine tube biopsy revealed the presence of inorganic particles: 17 tin compounds (compo sn), 7 calcium phosphate (pca), 4 calcium phosphate+ iron (pcafe), 3 steel (fecrni), 2 aluminosllicate (siai), 2 calclum oxide (cao), 2 sodium phopshate (napk), 1 tin metal (sn), 1 tin+silver (snag) and the silver compound (compo ag). On (B)(6) 2021 was reported on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert which was in the myometrium. Essure removal data on the left side was descrepancy (B)(6) 2013 or (B)(6) 2017. Verdict provided by the court: the court assessed that there was a causal relationship between essure and the events reported by the patient. The court assessed that there was a causal relationship between essure and dyspareunia reported by the patient. The court assessed that it was not possible to demonstrate a causal relationship between essure and urinary incontinence reported by the patient. The experts considered that the patient had the following sequelae: loss of both fallopian tubes and of the uterus; she also had dyspareunia and urinary incontinence. The expert reported in his report that the events presented by the patient were directly related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: no abnormality; on (B)(6) 2018: revealed the presence of a single essure implant on the left, latero-pelvic. [Biopsy] (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. [Cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome [ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint lot number:628313 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jul-2022: the following information were includedpatient's details pregnant updated from unknown to yes, pregnancy information restrospective, outcome elective abortion. New events dyspareunia, urinary incontinence, dysmenorrhea, discomfort abdominal, abdominal pain, hemicephalalgia, frequent periods, illness, stress, anxiety,pudendal neuralgia, complication of device removal, embedded device, partial expulsion of device, nickel sensitivity, pregnancy with contraceptive device, device ineffective. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation itself"), device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration"), embedded device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium") and intervertebral disc disorder ("problem with vertebrae l4/l5 / permanent low back pain in a bar pattern at the lumbosacral joint") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device"). The patient had a medical history of acute pyelonephritis, cervical pain (cervical pain is mentioned after a car accident (occurring before essure¿s implantation).), automobile accident, sciatica, dermatitis due to metals, parity 2 (1 boy orn in 1997 and 1 girl born in 1999) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia (on 2009 and 2017)"). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). On (B)(6) 2015 she experienced intervertebral disc disorder (seriousness criterion disability). On (B)(6) 2017 she experienced abdominal pain upper ("gastralgia"). On (B)(6) 2017 she underwent medical device removal ("the patient underwent salpingectomy for removal of left essure insert"). On (B)(6) 2018 she experienced gastrointestinal pain ("digestive pain episode / digestive disturbances / discomfort in abdomen and pain ") and abdominal pain ("discomfort in abdomen and pain / abdominal pain with digestive disturbances"). In 2018 she experienced rosacea ("rosacea"). In 2019 she experienced depression ("unique episode of depression"). In (B)(6) 2022 she experienced fibromyalgia ("diagnosis of fibromyalgia"). An unknown time later she experienced menometrorrhagia (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), device expulsion ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), erythema ("skin redness"), eczema ("eczema"), flatulence ("gas"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain / mechanical pain linked to lumbar conflicts following a fall occurred in 2015."), neck pain ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), dyspareunia ("dyspareunia"), urinary incontinence ("urinary incontinence"), dysmenorrhoea ("dysmenorrhea"), headache ("cephalalgia, and occipital cephalalgia"), polymenorrhoea ("two menstrual cycles per month"), illness ("ill-being"), stress ("stress"), anxiety ("anxiety"), pudendal canal syndrome ("bilateral neuralgia of pudendal canal"), allergy to metals ("the patient was diagnosed with nickel allergy") and pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with beta blocking agents as well as surgery (curettage and cauterization; partial hysterectomy, vaginal hysterectomy, exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexec, essure on the left side was removal via hysterectomy and surgical procedure on the lumbar level laminoarthrectomy and arthrodesis of l4l5). On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the dyspareunia and urinary incontinence had not resolved. The outcomes for menometrorrhagia, embedded device, device expulsion, loss of libido, intermenstrual bleeding, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema, flatulence, asthenia, myalgia, back pain, neck pain, insomnia, dysmenorrhoea, gastrointestinal pain, abdominal pain, headache, polymenorrhoea, illness, stress, anxiety, pudendal canal syndrome, medical device removal, allergy to metals, pregnancy with contraceptive device, rosacea, depression, abdominal pain upper and fibromyalgia were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, erythema, fatigue, flatulence, gastrointestinal pain, headache, illness, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, medical device removal, menometrorrhagia, migraine, myalgia, neck pain, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure administration. No causality assessment was received for essure with regard to rosacea, depression, abdominal pain upper or fibromyalgia. The reporter commented: the patient's state of health deteriorated slowly and gradually. Diagnostic hysteroscopy was performed on (B)(6) 2013, mentioning a "endometrium: nothing to report". Thermocoagulation process was performed on (B)(6) 2013 (despite these surgical acts, metrorrhagia continued. Essure removal: given the symptoms presented by the patient and the ectopic location of the residual essure device, an operation such as "exploratory laparoscopy - extensive adhesiolysis - left ureterolysis - bladder suture - left adnexectomy" was scheduled. Laparoscpy on (B)(6) 2018 the operation results in the removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: discal hernia and cruralgia. On (B)(6) 2021 was reported on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert which was in the myometrium. Essure removal data on the left side was descrepancy (B)(6) 2013 or (B)(6) 2017. Verdict provided by the court: the court assessed that there was a causal relationship between essure and the events reported by the patient. Myoma and adenomyosis can be considered as responsible of the menometrorrhagias observed since 2011. She was conseidered on disability grade 1 after lumbar surgical procedure. The reported troubles can be split into 3 categories: -the gynaecological troubles linked to uterine pathologies (myoma and adenomyosis). -the orthopaedic troubles linked to identified osteo articular pathologies having driven the patient to corrective surgeries. -the ¿other functional¿ troubles possibly linked to a fibromyalgia syndrome described in a patient psychologically disturbed. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2012: no abnormality; on (B)(6) 2018: revealed the presence of a single essure implant on the left, latero-pelvic [biopsy] on (B)(6) 2021: presence of inorganic particles: 17 tin compounds, 7 calcium phosphate, 4 calcium phosphate+ iron, 3 steel, 2 aluminosllicate, 2 calclum oxide, 2 sodium phopshate, 1 tin metal, 1 tin+silver and the silver compound.; (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant. [Cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: showed a fragment of essure in contact with the left posterior wall of the bladder dome; in 2021: minor gluteus medius enthesopathy was identified; on (B)(6) 2021: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. [Pathology test] in 2013: myoma and adenomyosis are described in the uterine pathology exam after the hysterectomy [ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint lot number:628313 manufacture date: (B)(6) 2008 expiration date: (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: the following information added: new adverse events (rosacea, depression, gastralgia, diagnosis of fibromyalgia), medical history (sciatica episodes, cervical pain), lab datas. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 04-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation"), device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration"), device breakage ("essure broke in several parts 3 years prior to the consultation"), embedded device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), ovarian abscess ("abscess of left ovary") and intervertebral disc disorder ("problem with vertebrae l4/l5 / permanent low back pain in a bar pattern at the lumbosacral joint") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device"). The patient had a medical history of allergy to metals, acute pyelonephritis, cervical pain (cervical pain is mentioned after a car accident (occurred before essure¿s implantation)), automobile accident, sciatica, contact dermatitis (jewelry causes her purulent reactions), parity 2 (1 boy born in 1997 and 1 girl born in 1999) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). In 2011 she experienced menometrorrhagia (seriousness criteria hospitalisation and intervention required). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). On (B)(6) 2013 she experienced ovarian abscess (seriousness criterion medically important). On (B)(6) 2015 she experienced intervertebral disc disorder (seriousness criterion disability). On (B)(6) 2017 she experienced abdominal pain upper ("gastralgia"). On (B)(6) 2018 she experienced abdominal pain ("discomfort in abdomen and pain") and gastrointestinal pain ("digestive pain episode / digestive disturbances"). In 2018 she experienced rosacea ("rosacea"). In (B)(6) 2019 she experienced anxiety ("anxiety") and depression ("unique episode of depression"). In (B)(6) 2022 she experienced fibromyalgia ("diagnosis of fibromyalgia"). An unknown time later she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnancy with contraceptive device"), allergy to metals ("the patient was diagnosed with nickel allergy"), device expulsion ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), polymenorrhoea ("two menstrual cycles per month"), abdominal distension ("swollen abdomen / ballooning"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), headache ("cephalalgia, and occipital cephalalgia"), flatulence ("gas"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of libido ("lack of libido"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), erythema ("skin redness"), eczema ("eczema"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain / mechanical pain linked to lumbar conflicts following a fall occurred in 2015."), neck pain ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), stress ("stress") and pudendal canal syndrome ("bilateral neuralgia of pudendal canal"). The patient was hospitalised from (B)(6) 2013 to (B)(6) 2013. The patient was treated with beta blocking agents as well as surgery (curettage and cauterization on (B)(6) 2013; partial hysterectomy, vaginal hysterectomy in (B)(6) 2013, essure removal on (B)(6) 2018, hysteroctomy and surgical procedure on the lumbar level laminoarthrectomy and arthrodesis of l4l5). On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the dyspareunia and urinary incontinence had not resolved. The outcomes for menometrorrhagia, device breakage, embedded device, intervertebral disc disorder, pregnancy with contraceptive device, abdominal pain, allergy to metals, device expulsion, intermenstrual bleeding, polymenorrhoea, abdominal distension, dysmenorrhoea, headache, flatulence, fatigue, poor quality sleep, tendon pain, arthralgia, loss of libido, loss of personal independence in daily activities, presyncope, migraine, dry skin, eczema, asthenia, fibromyalgia, myalgia, back pain, neck pain, insomnia, gastrointestinal pain, stress, anxiety, pudendal canal syndrome, rosacea, depression and abdominal pain upper were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, erythema, fatigue, flatulence, gastrointestinal pain, headache, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, myalgia, neck pain, ovarian abscess, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure administration. No causality assessment was received for essure with regard to rosacea, depression, abdominal pain upper or fibromyalgia. The reporter commented: the state of health deteriorated slowly and gradually. Endometrial thermocoagulation and curettage in (B)(6) 2013, but metrorrhagia continued. Essure removal: given the symptoms and the ectopic location of the residual essure device, an operation was scheduled. Laparoscopy on (B)(6) 2018, resulting in removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: disc hernia and cruralgia. On (B)(6) 2021 it was reported that on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert, which was in the myometrium. Essure removal date on left side was discrepant ((B)(6) 2013 or (B)(6) 2017). Verdict provided by the court: there was a causal relationship between essure and the events reported by the patient. Myoma and adenomyosis can be considered responsible for the menometrorrhagia observed since 2011. Disability grade 1 after lumbar surgical procedure. The problems can be split into 3 categories: gynecological problems linked to uterine pathologies (myoma and adenomyosis); orthopedic problems linked to identified osteo-articular pathologies leading to corrective surgeries; other functional problems possibly linked to a fibromyalgia syndrome. Expert assessment: a causal link between general disorders and essure implants is totally excluded. As regards gynecological disorders, the metrorrhagia presented by the patient 2 years after break of essure arise from an adenomyosis which required a hysterectomy after failure of a thermo-coagulation. A causal link between the metrorrhagia presented by the patient and the placement of the essure implants is totally excluded. No evidence of toxicity. Note discrepancy between hysterectomy in 2013 and elective abortion in may-2016. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2009: pelvic x-ray showing the 2 implants in place. The 4 markers are displayed. The spacing between the 2 implants is approximately 4 cm, which corresponds to correct positioning; on (B)(6) 2012: no abnormality; on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic [biopsy] on (B)(6) 2021: presence of inorganic particles: 17 tin compounds, 7 calcium phosphate, 4 calcium phosphate+ iron, 3 steel, 2 aluminosllicate, 2 calclum oxide, 2 sodium phopshate, 1 tin metal, 1 tin+silver and the silver compound.; (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant [cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Hysteroscopy] on (B)(6) 2013: endometrium: nothing to report [magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: pelvic MRI showed a fragment of essure in contact with the left posterior wall of the bladder dome, at proximity to left ureter; in 2021: minor gluteus medius enthesopathy was identified; on (B)(6) 2021: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. [Pathology test] in 2013: myoma and adenomyosis are described in the uterine pathology exam after hysterectomy; in (B)(6) 2013: vaginal hysterectomy under general anesthesia. Anatomopathological examination shows partial stenosis of the uterine cavity. The presence of a small metal wire in a uterine horn, a 5 mm intramural myoma, a thick myometrium with superficial adenomyosis, chronic erosive junctional cervicitis [ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2013: ultrasound done in the office would have shown an abscess of the left ovary and a prescription was made on october 18 prescribing: augmentin 1g x 3, ixprim 37.5, profenid 100 lp, inexium 40, cicatridin ovules; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint lot number: 628313, manufacture date: 2008-10, and expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-may-2023: quality safety evaluation of ptc. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 25-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation"), device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration"), device breakage ("essure broke in several parts 3 years prior to the consultation"), embedded device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), ovarian abscess ("abscess of left ovary") and intervertebral disc disorder ("problem with vertebrae l4/l5 / permanent low back pain in a bar pattern at the lumbosacral joint") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device"). The patient had a medical history of allergy to metals, acute pyelonephritis, cervical pain (cervical pain is mentioned after a car accident (occurred before essure¿s implantation)), automobile accident, sciatica, contact dermatitis (jewelry causes her purulent reactions), parity 2 (1 boy born in 1997 and 1 girl born in 1999) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). In 2011 she experienced menometrorrhagia (seriousness criteria hospitalisation and intervention required). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). On (B)(6) 2013 she experienced ovarian abscess (seriousness criterion medically important). On (B)(6) 2015 she experienced intervertebral disc disorder (seriousness criterion disability). On (B)(6) 2017 she experienced abdominal pain upper ("gastralgia"). On (B)(6) 2018 she experienced abdominal pain ("discomfort in abdomen and pain") and gastrointestinal pain ("digestive pain episode / digestive disturbances"). In 2018 she experienced rosacea ("rosacea"). In (B)(6) 2019 she experienced anxiety ("anxiety") and depression ("unique episode of depression"). In (B)(6) 2022 she experienced fibromyalgia ("diagnosis of fibromyalgia"). An unknown time later she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnancy with contraceptive device"), allergy to metals ("the patient was diagnosed with nickel allergy"), device expulsion ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), polymenorrhoea ("two menstrual cycles per month"), abdominal distension ("swollen abdomen / ballooning"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), headache ("cephalalgia, and occipital cephalalgia"), flatulence ("gas"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of libido ("lack of libido"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), erythema ("skin redness"), eczema ("eczema"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain / mechanical pain linked to lumbar conflicts following a fall occurred in 2015."), neck pain ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), stress ("stress") and pudendal canal syndrome ("bilateral neuralgia of pudendal canal"). The patient was hospitalised from (B)(6) 2013 to (B)(6) 2013. The patient was treated with beta blocking agents as well as surgery (curettage and cauterization on (B)(6) 2013; partial hysterectomy, vaginal hysterectomy in (B)(6) 2013, essure removal on (B)(6) 2018, hysteroctomy and surgical procedure on the lumbar level laminoarthrectomy and arthrodesis of l4l5). On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the dyspareunia and urinary incontinence had not resolved. The outcomes for menometrorrhagia, device breakage, embedded device, intervertebral disc disorder, pregnancy with contraceptive device, abdominal pain, allergy to metals, device expulsion, intermenstrual bleeding, polymenorrhoea, abdominal distension, dysmenorrhoea, headache, flatulence, fatigue, poor quality sleep, tendon pain, arthralgia, loss of libido, loss of personal independence in daily activities, presyncope, migraine, dry skin, eczema, asthenia, fibromyalgia, myalgia, back pain, neck pain, insomnia, gastrointestinal pain, stress, anxiety, pudendal canal syndrome, rosacea, depression and abdominal pain upper were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, erythema, fatigue, flatulence, gastrointestinal pain, headache, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, myalgia, neck pain, ovarian abscess, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure administration. No causality assessment was received for essure with regard to rosacea, depression, abdominal pain upper or fibromyalgia. The reporter commented: the state of health deteriorated slowly and gradually. Endometrial thermocoagulation and curettage in (B)(6) 2013, but metrorrhagia continued. Essure removal: given the symptoms and the ectopic location of the residual essure device, an operation was scheduled. Laparoscopy on (B)(6) 2018, resulting in removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: disc hernia and cruralgia. On (B)(6) 2021 it was reported that on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert, which was in the myometrium. Essure removal date on left side was discrepant ((B)(6) 2013 or (B)(6) 2017). Verdict provided by the court: there was a causal relationship between essure and the events reported by the patient. Myoma and adenomyosis can be considered responsible for the menometrorrhagia observed since 2011. Disability grade 1 after lumbar surgical procedure. The problems can be split into 3 categories: gynecological problems linked to uterine pathologies (myoma and adenomyosis); orthopedic problems linked to identified osteo-articular pathologies leading to corrective surgeries; other functional problems possibly linked to a fibromyalgia syndrome. Expert assessment: a causal link between general disorders and essure implants is totally excluded. As regards gynecological disorders, the metrorrhagia presented by the patient 2 years after break of essure arise from an adenomyosis which required a hysterectomy after failure of a thermo-coagulation. A causal link between the metrorrhagia presented by the patient and the placement of the essure implants is totally excluded. No evidence of toxicity. Note discrepancy between hysterectomy in 2013 and elective abortion in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2009: pelvic x-ray showing the 2 implants in place. The 4 markers are displayed. The spacing between the 2 implants is approximately 4 cm, which corresponds to correct positioning; on (B)(6) 2012: no abnormality; on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic [biopsy] on (B)(6) 2021: presence of inorganic particles: 17 tin compounds, 7 calcium phosphate, 4 calcium phosphate+ iron, 3 steel, 2 aluminosllicate, 2 calclum oxide, 2 sodium phopshate, 1 tin metal, 1 tin+silver and the silver compound.; (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant [cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Hysteroscopy] on (B)(6) 2013: endometrium: nothing to report [magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: pelvic MRI showed a fragment of essure in contact with the left posterior wall of the bladder dome, at proximity to left ureter; in 2021: minor gluteus medius enthesopathy was identified; on (B)(6) 2021: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. [Pathology test] in 2013: myoma and adenomyosis are described in the uterine pathology exam after hysterectomy; in (B)(6) 2013: vaginal hysterectomy under general anesthesia. Anatomopathological examination shows partial stenosis of the uterine cavity. The presence of a small metal wire in a uterine horn, a 5 mm intramural myoma, a thick myometrium with superficial adenomyosis, chronic erosive junctional cervicitis [ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2013: ultrasound done in the office would have shown an abscess of the left ovary and a prescription was made on october 18 prescribing: augmentin 1g x 3, ixprim 37.5, profenid 100 lp, inexium 40, cicatridin ovules; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint lot number: 628313, manufacture date: 2008-10, and expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-apr-2023: event device breakage added. Medical history added. Essure removal date updated. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-oct-2017. The most recent information was received on 20-apr-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation"), device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration"), embedded device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), ovarian abscess ("abscess of left ovary") and intervertebral disc disorder ("problem with vertebrae l4/l5 / permanent low back pain in a bar pattern at the lumbosacral joint") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device"). The patient had a medical history of acute pyelonephritis, cervical pain (cervical pain is mentioned after a car accident (occurred before essure¿s implantation)), automobile accident, sciatica, contact dermatitis (jewelry causes her purulent reactions), parity 2 (1 boy born in 1997 and 1 girl born in 1999) and multigravida. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). In 2011 she experienced menometrorrhagia (seriousness criteria hospitalisation and intervention required). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). On (B)(6) 2013 she experienced ovarian abscess (seriousness criterion medically important). On (B)(6) 2015 she experienced intervertebral disc disorder (seriousness criterion disability). On (B)(6) 2017 she experienced abdominal pain upper ("gastralgia"). On (B)(6) 2018 she experienced abdominal pain ("discomfort in abdomen and pain") and gastrointestinal pain ("digestive pain episode / digestive disturbances"). In 2018 she experienced rosacea ("rosacea"). In (B)(6) 2019 she experienced anxiety ("anxiety") and depression ("unique episode of depression"). In (B)(6) 2022 she experienced fibromyalgia ("diagnosis of fibromyalgia"). An unknown time later she experienced device dislocation (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnancy with contraceptive device"), allergy to metals ("the patient was diagnosed with nickel allergy"), device expulsion ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), polymenorrhoea ("two menstrual cycles per month"), abdominal distension ("swollen abdomen / ballooning"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), headache ("cephalalgia, and occipital cephalalgia"), flatulence ("gas"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of libido ("lack of libido"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), erythema ("skin redness"), eczema ("eczema"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain / mechanical pain linked to lumbar conflicts following a fall occurred in 2015."), neck pain ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), stress ("stress") and pudendal canal syndrome ("bilateral neuralgia of pudendal canal"). The patient was hospitalised from (B)(6) 2013 to (B)(6) 2013. The patient was treated with beta blocking agents as well as surgery (curettage and cauterization on (B)(6) 2013; partial hysterectomy, vaginal hysterectomy in (B)(6) 2013, essure removal on (B)(6) 2018 and surgical procedure on the lumbar level laminoarthrectomy and arthrodesis of l4l5). On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the dyspareunia and urinary incontinence had not resolved. The outcomes for menometrorrhagia, embedded device, intervertebral disc disorder, pregnancy with contraceptive device, abdominal pain, allergy to metals, device expulsion, intermenstrual bleeding, polymenorrhoea, abdominal distension, dysmenorrhoea, headache, flatulence, fatigue, poor quality sleep, tendon pain, arthralgia, loss of libido, loss of personal independence in daily activities, presyncope, migraine, dry skin, eczema, asthenia, fibromyalgia, myalgia, back pain, neck pain, insomnia, gastrointestinal pain, stress, anxiety, pudendal canal syndrome, rosacea, depression and abdominal pain upper were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, asthenia, back pain, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, embedded device, erythema, fatigue, flatulence, gastrointestinal pain, headache, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, migraine, myalgia, neck pain, ovarian abscess, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure administration. No causality assessment was received for essure with regard to rosacea, depression, abdominal pain upper or fibromyalgia. The reporter commented: the state of health deteriorated slowly and gradually. Endometrial thermocoagulation and curettage in (B)(6) 2013, but metrorrhagia continued. Essure removal: given the symptoms and the ectopic location of the residual essure device, an operation was scheduled. Laparoscopy on (B)(6) 2018, resulting in removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: disc hernia and cruralgia. On (B)(6) 2021 it was reported that on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert, which was in the myometrium. Essure removal date on left side was discrepant ((B)(6) 2013 or (B)(6) 2017). Verdict provided by the court: there was a causal relationship between essure and the events reported by the patient. Myoma and adenomyosis can be considered responsible for the menometrorrhagia observed since 2011. Disability grade 1 after lumbar surgical procedure. The problems can be split into 3 categories: gynecological problems linked to uterine pathologies (myoma and adenomyosis); orthopedic problems linked to identified osteo-articular pathologies leading to corrective surgeries; other functional problems possibly linked to a fibromyalgia syndrome. Expert assessment: a causal link between general disorders and essure implants is totally excluded. As regards gynecological disorders, the metrorrhagia presented by the patient 2 years after break of essure arise from an adenomyosis which required a hysterectomy after failure of a thermo-coagulation. A causal link between the metrorrhagia presented by the patient and the placement of the essure implants is totally excluded. No evidence of toxicity. Note discrepancy between hysterectomy in 2013 and elective abortion in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2009: pelvic x-ray showing the 2 implants in place. The 4 markers are displayed. The spacing between the 2 implants is approximately 4 cm, which corresponds to correct positioning; on (B)(6) 2012: no abnormality; on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic [biopsy] on (B)(6) 2021: presence of inorganic particles: 17 tin compounds, 7 calcium phosphate, 4 calcium phosphate+ iron, 3 steel, 2 aluminosllicate, 2 calclum oxide, 2 sodium phopshate, 1 tin metal, 1 tin+silver and the silver compound.; (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant [cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Hysteroscopy] on (B)(6) 2013: endometrium: nothing to report [magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: pelvic MRI showed a fragment of essure in contact with the left posterior wall of the bladder dome, at proximity to left ureter; in 2021: minor gluteus medius enthesopathy was identified; on (B)(6) 2021: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. [Pathology test] in 2013: myoma and adenomyosis are described in the uterine pathology exam after hysterectomy; in (B)(6) 2013: vaginal hysterectomy under general anesthesia. Anatomopathological examination shows partial stenosis of the uterine cavity. The presence of a small metal wire in a uterine horn, a 5 mm intramural myoma, a thick myometrium with superficial adenomyosis, chronic erosive junctional cervicitis [ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6) 2013: ultrasound done in the office would have shown an abscess of the left ovary and a prescription was made on october 18 prescribing: augmentin 1g x 3, ixprim 37.5, profenid 100 lp, inexium 40, cicatridin ovules; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint. Lot number: 628313, manufacture date: 2008-10, and expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: additional clinical and diagnostic details provided. Event abscess in left ovary added. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 10-oct-2017. The most recent information was received on 25-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("haemorrhagic menstrual periods/ menometrorrhagia/ the blood loss could last for three weeks, with hemorrhagic peaks during menstruation"), device dislocation ("fragment of essure in contact with the left posterior wall of the bladder dome /essure on left, latero-pelvic / sub peritoneal essure migration"), device breakage ("essure broke in several parts 3 years prior to the consultation"), embedded device ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), ovarian abscess ("abscess of left ovary") and intervertebral disc disorder ("problem with vertebrae l4/l5 / permanent low back pain in a bar pattern at the lumbosacral joint") in a 38 year-old female patient who had essure inserted (lot no. 628313). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy with contraceptive device"). The patient had a medical history of allergy to metals, acute pyelonephritis, cervical pain (cervical pain is mentioned after a car accident (occurred before essure¿s implantation)), automobile accident, sciatica, contact dermatitis (jewelry causes her purulent reactions), parity 2 (1 boy born in 1997 and 1 girl born in 1999) and multigravida. No direct, certain and exclusive causal relationship between adenomyosis and essure. No direct, certain causal relationship between general, local or gynecological disorders and essure. The benefit/risk ration was in favor of essure insertion for tubal sterilization. No notion of allergy mentioned during anesthesia visits. The remaining fragment of essure and the surgery dated (B)(6) 2018 were considered as therapeutic hazard. No proof of metals toxicity from essure. No direct, certain and exclusive link between essure, metals levels and general/gynecological symptoms experienced by the patient. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009 she experienced migraine ("migraines violent headaches") and asthenia ("intense asthenia-like symptom / chronic asthenia"). In 2011 she experienced menometrorrhagia (seriousness criteria hospitalisation and intervention required). On (B)(6) 2012 she experienced intermenstrual bleeding ("bleeding outside of menstrual periods / metrorrhagia"). On (B)(6) 2013 she experienced ovarian abscess (seriousness criterion medically important). On (B)(6) 2015 she experienced intervertebral disc disorder (seriousness criterion disability). On (B)(6) 2017 she experienced abdominal pain upper ("gastralgia"). On (B)(6) 2018 she experienced abdominal pain ("discomfort in abdomen and pain") and gastrointestinal pain ("digestive pain episode / digestive disturbances"). In 2018 she experienced rosacea ("rosacea"). In (B)(6) 2019 she experienced anxiety ("anxiety") and depression ("unique episode of depression"). In (B)(6) 2022 she experienced fibromyalgia ("diagnosis of fibromyalgia"). On unknown date she experienced device dislocation (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), embedded device (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnancy with contraceptive device"), allergy to metals ("the patient was diagnosed with nickel allergy"), device expulsion ("hysterectomy was performed for removal of the second essure on the left side which was in the miometrium"), polymenorrhoea ("two menstrual cycles per month"), abdominal distension ("swollen abdomen / ballooning"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), procedural pain ("immediate aftermath of the implantation, the patient presented with severe abdominal pain during the day"), a first episode of headache ("cephalalgia, and occipital cephalalgia"), flatulence ("gas"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips / after fracture of one essure, onset of joint pains"), loss of libido ("lack of libido"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), presyncope ("vagal malaise"), dry skin ("extra dry skin"), erythema ("skin redness"), eczema ("eczema"), myalgia ("after fracture of one essure, onset of muscular pains in hips"), back pain ("after fracture of one essure, onset of lumbar pain / mechanical pain linked to lumbar conflicts following a fall occurred in 2015."), neck pain ("after fracture of one essure, onset of cervicalgia"), insomnia ("insomnia"), urinary incontinence ("urinary incontinence"), stress ("stress"), pudendal canal syndrome ("bilateral neuralgia of pudendal canal"), pelvic pain ("pelvic pain female"), eye disorder ("eye disordwe"), nausea ("nausea"), a second episode of headache ("headaches"), arrhythmia ("heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure"). The patient was hospitalised from (B)(6) 2013. The patient was treated with beta blocking agents as well as surgery (curettage and cauterization on (B)(6) 2013; partial hysterectomy, vaginal hysterectomy in (B)(6) 2013, essure removal on (B)(6) 2018, hysterectomy and surgical procedure on the lumbar level laminoarthrectomy and arthrodesis of l4l5). On (B)(6) 2014, the device dislocation had resolved. At the time of the report, the dyspareunia and urinary incontinence had not resolved. The outcomes for menometrorrhagia, device breakage, embedded device, intervertebral disc disorder, pregnancy with contraceptive device, abdominal pain, allergy to metals, device expulsion, intermenstrual bleeding, polymenorrhoea, abdominal distension, dysmenorrhoea, flatulence, fatigue, poor quality sleep, tendon pain, arthralgia, loss of libido, loss of personal independence in daily activities, presyncope, migraine, dry skin, eczema, asthenia, fibromyalgia, myalgia, back pain, neck pain, insomnia, gastrointestinal pain, stress, anxiety, pudendal canal syndrome, rosacea, depression, abdominal pain upper, pelvic pain, eye disorder, nausea, arrhythmia, ear, nose and throat disorder, metal poisoning and the last episode of headache were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arrhythmia, arthralgia, asthenia, back pain, device breakage, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, ear, nose and throat disorder, eczema, embedded device, erythema, eye disorder, fatigue, flatulence, gastrointestinal pain, the first episode of headache, the second episode of headache, insomnia, intermenstrual bleeding, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menometrorrhagia, metal poisoning, migraine, myalgia, nausea, neck pain, ovarian abscess, pelvic pain, polymenorrhoea, poor quality sleep, pregnancy with contraceptive device, presyncope, procedural pain, pudendal canal syndrome, stress, tendon pain and urinary incontinence to be related to essure administration. No causality assessment was received for essure with regard to rosacea, depression, abdominal pain upper or fibromyalgia. The reporter commented: the state of health deteriorated slowly and gradually. Endometrial thermocoagulation and curettage in (B)(6) 2013, but metrorrhagia continued. Essure removal: given the symptoms and the ectopic location of the residual essure device, an operation was scheduled. Laparoscopy on (B)(6) 2018, resulting in removal of the entire ectopic essure device, but also in the removal of the left ovary. Conclusion: hemorragic functional cyst of the left ovary with spinning fragment. Tubal parenchyma visible focally, not suspicious. On (B)(6) 2019: disc hernia and cruralgia. On (B)(6) 2021 it was reported that on (B)(6) 2017 the patient underwent salpingectomy for removal of left essure insert; right essure insert was not removed. Hysterectomy was then performed for removal of the second insert, which was in the myometrium. Essure removal date on left side was discrepant ( on (B)(6) 2013 or (B)(6) 2017). Verdict provided by the court: there was a causal relationship between essure and the events reported by the patient. Myoma and adenomyosis can be considered responsible for the menometrorrhagia observed since 2011. Disability grade 1 after lumbar surgical procedure. The problems can be split into 3 categories: gynecological problems linked to uterine pathologies (myoma and adenomyosis); orthopedic problems linked to identified osteo-articular pathologies leading to corrective surgeries; other functional problems possibly linked to a fibromyalgia syndrome. Expert assessment: a causal link between general disorders and essure implants is totally excluded. As regards gynecological disorders, the metrorrhagia presented by the patient 2 years after break of essure arise from an adenomyosis which required a hysterectomy after failure of a thermo-coagulation. A causal link between the metrorrhagia presented by the patient and the placement of the essure implants is totally excluded. No evidence of toxicity. Note discrepancy between hysterectomy in 2013 and elective abortion in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2009: pelvic x-ray showing the 2 implants in place. The 4 markers are displayed. The spacing between the 2 implants is approximately 4 cm, which corresponds to correct positioning; on (B)(6) 2012: no abnormality; on (B)(6) 2018: presence of a single essure implant on the left, latero-pelvic [biopsy] on (B)(6) 2021: presence of inorganic particles: 17 tin compounds, 7 calcium phosphate, 4 calcium phosphate+ iron, 3 steel, 2 aluminosllicate, 2 calclum oxide, 2 sodium phopshate, 1 tin metal, 1 tin+silver and the silver compound.; (date unknown): the analysis of the implant has clearly shown, in the said tissues, the presence of metallic particles, which are essentially composed of tin, sometimes associated with silver, that is to say metals composing the welding of the implant [cytology] on (B)(6) 2012: a cervico-uterine cytology in liquid phase had to show signs of dystrophic epithelial remodeling, in a context of bacterial cervicitis. [Hysteroscopy] on (B)(6) 2013: endometrium: nothing to report [magnetic resonance imaging] on (B)(6) 2012: pelvic MRI unremarkable; on (B)(6) 2018: pelvic MRI showed a fragment of essure in contact with the left posterior wall of the bladder dome, at proximity to left ureter; in 2021: minor gluteus medius enthesopathy was identified; on (B)(6) 2021: discrete insertional enthesopathy of the tendon of the left gluteus medius muscle right gluteus maximus. [Pathology test] in 2013: myoma and adenomyosis are described in the uterine pathology exam after hysterectomy; in (B)(6) 2013: vaginal hysterectomy under general anesthesia. Anatomopathological examination shows partial stenosis of the uterine cavity. The presence of a small metal wire in a uterine horn, a 5 mm intramural myoma, a thick myometrium with superficial adenomyosis, chronic erosive junctional cervicitis [ultrasound pelvis] on (B)(6) 2012: unremarkable; on (B)(6) 2013: no abnormality; on (B)(6)2013: ultrasound done in the office would have shown an abscess of the left ovary and a prescription was made on october 18 prescribing: augmentin 1g x 3, ixprim 37.5, profenid 100 lp, inexium 40, cicatridin ovules; on (B)(6) 2018: only one essure was observed on the left in lateral pelvic. No anomaly in pelvic standpoint lot number:628313 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events pelvic pain female, eye disorder, skin disorder, nausea, heart rhythm disorders & ent disorder were added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Further company follow-up with the consumer, the regulatory authority or the consumer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. 628313) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("bleeding outside of menstrual periods"), loss of libido ("lack of libido"), abdominal distension ("swollen abdomen / ballooning"), fatigue ("intense fatigue"), poor quality sleep ("poor sleep"), tendon pain ("intense pain in tendon"), arthralgia ("intense joint pain / pain in hips"), loss of personal independence in daily activities ("difficulty to walk for a long time, to hold the phone or to peel vegetables"), intervertebral disc disorder ("problem with vertebrae l4/l5"), presyncope ("vagal malaise"), migraine ("migraines"), dry skin ("extra dry skin"), eczema ("eczema") with erythema and flatulence ("gas"). The patient was treated with beta blocking agents and surgery (curettage and cauterization; partial hysterectomy). At the time of the report, the menorrhagia, metrorrhagia, loss of libido, abdominal distension, fatigue, poor quality sleep, tendon pain, arthralgia, loss of personal independence in daily activities, intervertebral disc disorder, presyncope, migraine, dry skin, eczema and flatulence outcome was unknown. The reporter provided no causality assessment for abdominal distension, arthralgia, dry skin, eczema, fatigue, flatulence, intervertebral disc disorder, loss of libido, loss of personal independence in daily activities, menorrhagia, metrorrhagia, migraine, poor quality sleep, presyncope and tendon pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 13-oct-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 529 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc, unable to confirm complaint company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.